Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 pocket e3 was failed. A field service engineer (fse) reseated the cables and debris was removed from the area. Inventory was completed, and testing confirmed that everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.